Event description:
It was reported that multiple intermittent unexpected resets occurred. There was no impact to the customer¿s blood glucose. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery.